Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter debellator. Oversensing appeared on the ventricular sense channel and resulted in pacing inhibition. Oversensing was likely the result of noise or myopotentials. Programming interventions were discussed. However, no interventions or patient symptoms were reported.